Event description:
I have been using one of the recalled philips CPAP dream station devices for years. Yesterday I accidentally found out about the recall while on the internet. I had not had any notification from philips about the recall. I have now registered my device with philips as instructed. I checked the areas where the black specks from the defective foam have been reported, and they are present in my device. For the last several months I have noticed some respiratory symptoms as described in the recall notice. These include a feeling of dryness and irritation in my throat and upper chest and a frequent feeling of needing to clear my throat. My eyes have also been irritated. At first I attributed this to seasonal allergies. However, I had noticed in the last few months that the use of otc antihistamines and eye drops do not seem to be very effective in preventing the occurrence of these symptoms. This is unusual because they have been very effective in the past for treating any allergy symptoms. FDA safety report ID # (B)(4).